Manufacturer narrative:
Carefusion complaint number (B)(4). (B)(4). At this time, the customer has not responded to requests for additional information regarding this event. A carefusion field service representative (fsr) evaluated the device onsite. The fsr verified that the unit made a noise, which is normal when adjusting the limit. The fsr tightened the loose limit knob and replaced the thumbwheel. The unit meets manufacturer's specifications. If additional information becomes available, a follow up report will be submitted.

Event description:
The customer reported that the limit knob was set to a value that was close to the operating mean airway pressure (map) and was making a squeaking noise. When adjusting the knob, the customer felt that the knob was loose and needed to be tightened. The device was on a patient when the reported issue occurred. The patient was removed from the unit and there was no patient harm.